Event description:
This patient first had a baclofen pump placed in 1998 with a revision in 2002. In 2004, the patient's physician noted that patient has increased spasticity in the lower extremities over the last four to five months. A catheterization dye study was performed and revealed that the catheter appeared to be fractured with a fragment of catheter retained intrathecally. The patient was brought in electively a month later for surgery to replace the intrathecal catheter. The intrathecal catheter was removed from its attachment in the fascia and it was clear that only a short portion of this catheter was entering into the muscle layer. It was therefore fractured in the intraspinous region. This catheter had been placed from a midline approach which is a known complication of frequent catheter fractures. Fluoroscopy was used to place the new catheter using paramedian approach as a measure to avoid future catheter fractures against the spinous processes. The catheter was placed uneventfully into the thecal sac. The catheter was advanced, but was difficult to advance past about the t12 due to looping of the catheter. The catheter was left at about the t12 level. The patient tolerated the procedure well. There were no operative complications. The catheter removed was placed at another local healthcare facility and information such as type, lot #, etc. Is not available.